Event description:
It was reported that continuous glucose monitor displayed error message 42 while paired with pump using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance from technical support, and after reset pump no longer displayed cgm error message.